Event description:
It was reported that a patient with this artificial urinary sphincter presented with a nonfunctioning pump. A revision surgery was performed in which physician confirmed that device presented with air in the system. The device was explanted, and a new surgery will be scheduled to implant a replacement. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.